Manufacturer narrative:
(B)(4). The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08720 inches. Successfully downloaded the trace and history files using thus. A review of the pump history files reveals there are three (3) pump error 37 alarms ((B)(6) 2022 at 15:50, (B)(6) 2022 at 08:37 and (B)(6) 2022 at 07:29) and two (2) pump error 130 alarms ((B)(6) 2022 at 11:42 and (B)(6) 2022 at 18:04) that had occurred and initiated unexpected insulin pump rewind anomaly. The pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly or the force sensor noted however, found dried insulin on the motor shaft and motor slide. Pump error 37 and 130 alarms that are found in the history files on (B)(6) 2022 are due to dried insulin on the motor shaft and motor slide. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Insulin pump error 37 and pump error 130 alarms are confirmed due to dried insulin on the motor shaft and motor slide. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had error. Customer stated that the insulin pump restarted and they had to rewind and load the reservoir. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.